Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the insulin pump stopped working. The insulin pump would alarm low battery, and then shut off after battery change. Caller reported that display screen did not turn on. There was a small crack noted on the corner of the insulin pump. The insulin pump will be returned. Customer's blood glucose was unknown

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump had corroded motor home switch. Pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube.